Event description:
It was reported that during central processing, the permanent cautery hook instrument had a missing dial and was chipped. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the chip was by the end that enters the patient and the missing dial was at the connecting end. No patient was affected as this was spotted before it was needed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.